Event description:
It was discovered that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by a programmer. Technical services was contacted and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.